Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The pump was received with normal operating currents. No unexpected frozen display was noted. The device was monitored for several days and no weak battery alarm occurred during testing. The following cosmetic damage was also found on the pump: a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump froze while she tried to bolus. The patient's blood glucose at the time of incident is unknown. Aside from the frozen display, the customer has experienced battery issues with the pump before; the device would have a full battery and then suddenly go empty the next day. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the frozen display and unresponsive buttons. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.